Manufacturer narrative:
Concomitant products: (1) unknown nim 3.0 syste; (2) 2mm aps electrode ((B)(4)); 510k: k083124; (B)(4). This device is being reported from a literature review. No devices will be returned, therefore no evaluation could be performed. This device is used for therapeutic purposes.

Event description:
From the article published in the "world journal of surgery" on july 3, 2015 entitled "continuous vagal nerve monitoring is dangerous and should not routinely be done during thyroid surgery,&#55298;y david j. Terris; katrina chaung; william s. Duke. The article discussed a non-controlled trial of continuous vagal nerve monitoring (cvnm). The study was conducted between february 26, 2014 and june 25, 2014 on 9 non-randomly selected patients undergoing thyroid and parathyroid surgery. In event 2 out of 2 total events (event 1 will be reported on medtronic internal reference number (B)(4)), it was reported that either a 2mm or 3mm aps electrode was used with the medtronic nim 3.0 system when the aps electrode was "inadvertently and traumatically dislodged, causing vagal neuropraxia" intraoperatively. As a result, there was visible perineural ecchymosis of the vagus nerve and immediate attempts to stimulate both the vagus nerve and right laryngeal nerve were unsuccessful. In the post-anesthesia care unit, the corresponding vocal fold was found to be hypomobile upon flexible laryngoscopy. The nerve dysfunction resolved 1 month postoperatively and there was no report of permanent patient impact or injury as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.